Event description:
When the user was seen at the clinic for a routine follow up, high impedances were noticed on all channels. The user does not recall any injury or specific event where he stopped hearing with the device. The user was reimplanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
When the user was seen at the clinic for a routine follow up, high impedances were noticed on all channels. The clinic will proceed with revision surgery, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user was seen at the clinic for a routine follow up, high impedances were noticed on all channels.